Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient was experiencing midline pain. It was also reported that the main reason for anchor revision was discomfort. The patient underwent a revision procedure wherein the clik anchor was relocated by cutting the suture and re-sutured with a new fixate. The patient was doing postoperatively.